Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that cable/cord/wiring was damaged on motor device. It was further determined that the controller was defective and rusted and the seal was damaged. It was further determined that the hose had cracks and therefore, the test run was not possible. It was observed that the device had liquid damage. It was further determined that the device failed pretest loctite and cable assessments, cutter lock assessment, motor thermistor assessment, safety assessment and noise assessment. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.